Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician used a spectranetics glidelight laser sheath to aid in extraction of the rv lead; however, upon removal, the patient's blood pressure dropped. A sternotomy was performed and a rv perforation was discovered. The physician repaired the perforation, but the patient never recovered, continued to code and eventually passed away. This report captures the lld providing traction to the rv lead when the rv perforation occurred, requiring intervention but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth: unk. Relevant tests/labs: unk. Device lot number, expiration date: unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Corrected heic from 4641 unexpected medical intervention to 4624 surgical intervention.